Event description:
It was reported that during a arthroscopy surgical procedure using an unknown fluid management device there was a button issue and the output was short. Sometimes the user needed to enter the button many times, then it could work, and then the device would had the output short issue. The user changed to another device however the issue happened again. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a video was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned video. After the video visualization, it was observed that the pump has a handpiece connected to it, the buttons on the handpiece are being pressed several times and it does not activate on all attempts. However, the pump does not display any error codes or alarms. The external appearance of the pump is normal. The overall complaint was unconfirmed as the observed condition of the unk - fluid management would have not contributed to the complained device issue. Based on the investigation findings, it was conclude that the device need to be received at our service center in order to determine a root cause for the issue experienced by the customer. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. D1, d4, g1, g4 (510k), h4: this report is for an unknown fluid management device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.b5: updated.

Event description:
It was reported that during an arthroscopy surgical procedure while using an unknown fluid management device and two micro tornado hp w hand control devices there was a button issue and the output was short. Sometimes the user needed to enter the button many times, then it could work, and then the device would have the output short issue. The user changed to another micro tornado hp w hand control device however the issue happened again. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.